Manufacturer narrative:
The customer returned the suspected contour® next one meter with serial # (B)(6) for evaluation. No test strips were returned. Therefore, an in-house testing was performed with the returned meter and in-house contour® next test strips from lot # 3mheg02a using blood spiked with glucose at 134 mg/dl, as determined by the ysi instrument in five replicates. All tests recovered within the fit-for-use limits and were properly stored in the meter's memory. Section d4 has been updated with the kit lot # for the contour® next one meter with serial # (B)(6).

Manufacturer narrative:
The patient/family (a1) was the initial reporter (e1), so personal information was not entered. No information was captured in section a4 as the customer's weight was not provided. The contour® next one meter does not have an expiration date. Therefore, no information was captured in section d4 (expiration date). The warranty period of the meter is 5 years from the date of the original purchase. Model # 9760e of the contour® next one meter is only available in germany; therefore, the UDI # is not applicable. The kit # associated with the meter is not available. If the information is available at the later date, it will be provided in the supplemental report.

Event description:
The customer from germany reported that his blood glucose readings were not being stored in the memory of the contour® next one meter. There was no allegation of an adverse event. The customer was advised to return the device for evaluation. A replacement meter kit was sent to the customer.